Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information was requested and the following was obtained: when the device activates, there is a reaction on the gen11 ¿ the generator displays the 3/5 screen (see screen picture below) and activating beeping sounds are heard. If there was no reaction on the gen11 ¿ how was it determined that the device was activating by itself? What was seen on the generator? Was there a yellow alert screen displayed on the generator? According to the sales rep. The surgeon held the device in his hand and the device activates without pushing the activation button. The activation tone for level 5 could be heard. There was no alert message on the screen.

Event description:
It was reported that prior to unknown procedure, while test/activation system remained in test mode. Than instrument activated by itself without pushing hand activation on level five. No reaction on the generator. No switch off possible, so sales rep took power cable out. Tried three times but same problem. With another instrument system worked well. No further information is available. Another like device was used to complete the procedure. There were no reported adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # p9173r the device was returned with no apparent damage. The device was connected to a test hand piece and a gen11, during functional testing it was noted that the max hand control button was nonfunctional. However, the device did activate when tested with the foot switch. The instrument was disassembled to inspect the internal components and the max dome was found to be collapsed. This resulted in the max hand control button to be nonfunctional and the "reactivate two switch activations detected" alert screen it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused this issue. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.